Event description:
When attempting to remove transparent dressing from pt's arm, the dressing peeled off in several pieces and was very difficult to remove from skin, causing pt distress and pain. It took a total of 15 to 20 mins to remove the dressing in order not to cause a skin tear. Dose or mount: one. Dates of use: 2008. Diagnosis or reason for use: to anchor IV. Event abated after use stopped: yes. Event reappeared after reintroduction: no.